Event description:
Spectrum dual lumen ra (right atrium) to pa (pulmonary artery) cannula separated at a junction and allowed air to entrain into the extracorporeal circuit and to the patient's venous system. Right internal jugular ECMO cannula (31 fr spectrum) began to entrain air into the ECMO circuit. A fracture in ECMO cannula was noted and the patient was taken immediately to the or (operating room) for cannula revision. No actual adverse outcomes identified for the patient related to this issue. Manufacturer response for dual lumen 31 fr ra to pa ECMO cannula, spectrum (per site reporter): ¿ceo from spectrum medical stated that they are aware of this type of delamination happening once before (i.e., the drainage lumen coming detached from the connector hub). Their internal investigations suggested that detachment is possible when alcohol comes into contact with glue." Spectrum has introduced a generation 2 cannula, with heat shrinking fep (fluorinated ethylene propylene) material that is shrunk over the glue joint that ¿reduces the possibility of alcohol coming into contact with the glue¿. Spectrum to ship replacements to hospital.